Event description:
A nonradiolucent piece of plastic broke off the offset head pusher during a hip replacement case. Surgeon attempted to visualize per c-arm at several different angles. Unable to visualize per c-arm. It was surgeon's decision to leave in patient.